Event description:
Addendum feb 7, 2023: there is no patient involvement in the customer reported event of nozzle clogging. No information is available on the intended procedure and patient of that procedure. However, there was no delay for that procedure.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information.

Event description:
Customer returned the device for evaluation and repair of a nozzle clogged issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the nozzle was clogged with foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
Full name of the facility is (B)(4). Customer provided information on reprocessing of the device: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material and when it adhered in the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the nozzle was clogged with foreign material. This is attributed to insufficient cleaning. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: adhesive of distal end rubber coating (a-rubber) has a chip, white-clouded area, and a crack; distal end cover (c-cover) has a burn; due to a cut on heat shrinking tube of fe lever, expected insulation capacity cannot be obtained; switch (sw) sw4 has wear; and sw1, sw3, protector of universal cord, connecting tube have a scratch. The user¿s complaint of clogged nozzle was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material stuck in the air/water nozzle, could not be sufficiently removed and clogged. The cause of the clogging of the foreign material since could not be determined. The following is included in the instructions for use (IFU): "[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function" "inspection of the water feeding function] 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.